Manufacturer narrative:
Other health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) checked out with no problem but the patient was pacing in the ventricle but the pacing output in the ventricle was zero and the same in the atrium. The caller was advised to turn off implant detect to get the device to start collecting data. The caller was navigated through the process without issues. The caller was advised to bring the patient back in a few weeks to make sure the device is collecting data. The device remains in use. No patient complications have been reported as a result of this event.